Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead perforated the heart wall. A computerized tomography (CT) scan showed a micro-perforation with a small amount of helix extended out of the myocardium. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service. The physician will continue monitoring.

Event description:
Additional information was provided that high pacing thresholds had been observed at the time of the lead perforation. No additional adverse patient effects were reported.